Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had ineffective stimulation. X-rays were taken which showed the lead had slipped. Surgical intervention will be taken to address the lead migration.

Event description:
Follow up information indicated the patient had surgery to replace the lead which had migrated down to t8. The patient has effective therapy post-operatively.